Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 540 mg/dl. Customer also experienced low blood glucose was 50 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as nausea and vomiting and abdominal pain. The customer was treated with intravenous drip. The customer was wearing the insulin pump during the hospitalization. The device will not be returned for analysis.

Manufacturer narrative:
The information that provided in date of event with the initial report was incorrect. The correct information has been included with this report.